Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries won't charge. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e2, e3. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Battery slot number two would not charge. The fse replaced the power management pcb as a precaution. The fse ran all tests in accordance with the manufacturer's specifications. The iabp was cleared for use. The following was performed by service technician of the maquet failure analysis and testing dept. Wayne, nj. The failure analysis and testing department received part power management board with a reported unit failure of batteries won't charge. The fat dept. Performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed the power management board, in the cardiosave test fixture and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing dept. Could not verify the failure reported by the customer.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. Battery slot number two would not charge. The fse replaced the power management pcb as a precaution. The fse ran all tests in accordance to the manufacturer's specifications. The iabp was cleared for use. The failure analysis and testing department received part number 0670-00-1162 g power management board with a reported unit failure of batteries wont charge. The fat dept performed a visual inspection of the part received and found that the part is in a good condition the fat department installed the power management board and tested to factory specifications per procedure 0002-07-d016 rev f and cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept could not verify the failure reported by the customer retaining the pwmg board in the fat dept per procedure 0002-07-d008 rev at.

Event description:
N/a.